Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up and exit block was noted. It was suspected that the right atrial lead had dislodged, the lead was explanted and replaced. The patient was in good condition post surgery.